Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor insertion, patient reported strange readings. During the night patient experienced a hypoglycemic event. Patient initially treated himself then lost consciousness. Patient's wife treated him with glucagon. The next day, patient continued to experience strange readings and upon sensor pod removal, sensor wire remained left behind at insertion site. Patient stated they removed the sensor wire with a pair of tweezers. International distributor did not report any further injury or medical intervention.